Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device lasted 43% of its expected longevity. Both loaded and unloaded pacing current drain levels for the 3.20 voltages were higher than were for the 2.63v which indicated possible leaky tantalum capacitor which could cause premature depletion. Additional component analysis is in process; the results will be forwarded when available.

Event description:
It was reported that there were normal device measurements and normal device function. However, elective replacement indicator (eri) occurred and there may have been premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.